Event description:
During midline placement, the nurse started to remove the introducer when the pt complained of pain. A compress was placed and the pt was sent to x-ray. The x-ray noted a piece of guidewire remained in the pt. The wire was then removed and the pt was released the same day without further complications.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.